Manufacturer narrative:
The device was not returned to the manufacturer for analysis nor were any images/media provided for review; therefore, the alleged product issue cannot be verified. The device was implanted in the patient and not returned to the manufacturer for evaluation. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies thrombus as a potential complication associated with use of the device.

Event description:
It was reported that the fred was implanted to treat an aneurysm in the left ica, the ocular artery. The patient had no abnormalities immediately after awakening, but shortly after the procedure, the patient developed conjugate eye deviation to left, right side paralysis and aphasia. The symptoms gradually improved, but angiography revealed in-stent thrombus and stent migration to the distal. In addition, the left m2 inferior trunk was occluded by a thrombus. The thrombus flowed to the peripheral side without any specific treatment. At the end of the procedure, the migrated stent was left in place, and blood flow and the symptoms were recovered. Post-procedure MRI showed a mild cerebral infarction in the left temporal occipital region. Several months later, a fred was additionally implanted.

Manufacturer narrative:
A suplimental report is being submitted to include patient gender and age in sections a2, a3.